Event description:
As reported by the user facility: event description: customer reports, over-infusion. IV tubing not saved, tpn set to infuse at 70ml/hr and patient received 200ml/hr. No patient injury.

Manufacturer narrative:
(B)(4). The actual device involved has not been received and the investigation is still ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).